Event description:
Event description guidant received information that during the explant of this cardiac resynchronization therapy defibrillator (crt-d) because of a patient infection, when the pocket was opened, the header came right off the device.